Event description:
The customer's spouse called to report that the customer passed away. Customer was wearing the pump until their admission to the hospital and then the pump was removed. The spouse stated that pt had diarrhea and was vomiting the night before then they were disconnected from the pump. Later the customer did not feel well and passed out. It is uncertain if the dka or massive heart attack occurred first. It was stated that any other info could not be released without the family's consent.